Event description:
A system error 2240 message appeared on the display of the home patient's homechoice machine during drain 1/2 of their automated peritoneal dialysis therapy. Reportedly, the home patient's transfer set was connected to the patient line of the homechoice set at the time of the alarm. The home patient reported that they woke up in the night with their patient line disconnected from their transfer set and the machine alarming. The home patient reported that they reconnected their transfer set to the patient line of the homechoice set and cycled the power on and off of the machine in an attempt to continue therapy. A system error 2367 then occurred. Baxter's technical service center assisted the home patient in ending therapy. The home patient's nurse reported that the home patient was administered prophylactic ip vancomycin (dose unknown). No patient injury was associated with this incident, per the home patient's nurse.